Event description:
It was reported that during an unspecified polypectomy procedure, the snare was "bent". A rotatable snare oval 20mm had been selected to treat an unspecified polyp. During preparation of the device, it was noticed that the distal portion of the device appeared to be "bent". The device did not come into contact with the patient. The procedure was completed with another of the same device. There were no patient complications reported with the patient's current condition listed as "good".